Event description:
It was reported that an alert/notification settings issue occurred. On 03/22/2026, prior going to sleep, the patient noted an elevated blood glucose level, approximately 250 mg/dl on the cgm no bgm comparison. The patient manually administered an insulin through the omnipod, using lyumjev insulin, an estimated dose of 6¿8 units, based on the pump¿s calculation. At that time, the patient experienced symptoms of dry mouth. The patient went to sleep at approximately 11:30 pm. Around 11:40 pm, cgm data showed that glucose levels dropped rapidly to "low", and remained at low levels for 2 hours. During this time, the dexcom cgm failed to provide an alert for low glucose. The spouse, who was at work noticed the low reading for an extended period so she attempted to call the patient twice without response. The spouse returned home around 12:55 am and found him unresponsive. The cgm was still reading "low" and bg comparison taken by spouse was 32 mg/dl. Ems were contacted by wife. Upon arrival at approximately 1:05 am, ems performed a fingerstick blood glucose measurement, which was 45 mg/dl, while cgm was still "low". Ems personnel treated the patient with IV glucose around 1:15 am, the patient regained consciousness rapidly. Approximately, the patient was unconscious from the time she slept 11:30 pm to 01:15 am. Ems stayed with the patient until approximately 1:50 am. In addition to IV glucose, the patient was given peanut butter sandwich and milk to stabilize blood glucose levels. The patient declined to be taken to the ER. Before they left bgm was 126 mg/dl and cgm was 166 mg/dl. Around 02:00 am before the spouse went back to work the reading was already 240 mg/dl (unknown if this was the cgm or bg reading). At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 04/08/2026. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2026, that the estimated glucose values were in range, dropping from 220 mg/dl to 67 mg/dl from 07:10 pm to 11:50 pm. At 11:55 pm, the egvs dropped below the low threshold (60 mg/dl) to the urgent low threshold (55 mg/dl), and the app delivered an urgent low alert at 40% volume. The app did not deliver an urgent low soon alert to warn the patient that their egvs were predicted to drop to 55 mg/dl or below within 20 minutes as the urgent low soon alert was disabled. At 12:00 am on (B)(6) 2026, the app delivered an urgent low alert at 50% volume. From 12:05 am to 02:10 am, the app delivered urgent low alerts at 100% volume. No alerts were acknowledged during this time. From 02:15 am to 02:25 am, the device experience temporary sensor error. At 02:30 am, the egvs returned withing range. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.